Event description:
Reporter calling on behalf of her husband. Reporter wasn't sure which error message her husband was getting because she never paid any attention to it. Reporter stated that she would then retest but noted that husband has trouble getting enough blood to test with. Reporter also stated that sometimes she compares the teststrip to the color chart but didn't know what it meant. Reporter has never run the control solution test. Reviewed technique with reporter and explained the reasons for getting the er1 message.